Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Catheter was tied off during revision procedure and nothing is available for return. As the device was not returned, a definitive root cause for the alleged issue could not be determined. The attending physician did not investigate where the issue occurred. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions via email to report a catheter revision. Cs reported that the patient was a baclofen patient and was experiencing increased spasticity. The physician originally used a revision kit to connect the pump to an indura catheter. Cs reported that the physician was unable to aspirate from the cap, so the catheter was revised.